Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reverting to the setup mode. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged issue began 3 months ago, when she attempted to use the subject meter for the first time. As a result of the alleged issue, the patient stated she was unable to test her blood glucose. Despite the alleged issue, the patient confirmed that she continued to take her usual dose of oral medications daily. On the evening of (B)(6) 2010, the patient claimed she began to feel dizzy, sweaty and developed blurred vision; symptoms she associated with a high blood glucose. The patient claimed she drank (B)(6) and rested in response to the symptoms and within the hour she felt better. At the time of troubleshooting, the customer care advocate noted that the alleged issue was resolved with training. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.